Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a transfer set that "fell off". It was further reported that the transfer set looked "mis-shaped at the connection point to the titanium adapter." It was reported there were no cracks or breaks noted. The patient experienced a "positive effluent culture". It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics. It was reported that the transfer set was changed the day the cultures were drawn. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available